Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. In this case, the op report documents no further debridement being necessary after removal of the valve. Unfortunately, there is insufficient information to conclusively determine the root cause of this event. The surgeon has indicated that there was no malfunction or deficiency of the edwards valve. No further actions are being taken.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted then explanted due to a perivaluvlar leak (pvl). Per the op report, this patient presented with native aortic valve stenosis requiring aortic valve replacement. After the 23 mm edwards valve was implanted, the patient was weaned from cardiopulmonary bypass (cpb) without difficulty. Transesophageal echocardiogram (tee) confirmed a significant pvl along the left cusp near the left and right commissure. Therefore, the patient was placed back on cpb and the valve was excised. The annulus was carefully inspected and no further debridement was necessary. The annulus again measure to 23 mm and another edwards prosthetic valve was implanted. The valve appeared to seat well. Patient was again weaned from cpb without difficulty. Tee confirmed excellent functioning of the aortic valve with no perivalvular leak with preserved left function with mean gradient of 10 mmhg. Patient tolerated procedure well. Of note, the surgeon indicated that there was no malfunction or deficiency of the explanted valve.